Manufacturer narrative:
(B)(4), date sent: 7/26/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 7. Remedial action initiated other type 2nd.

Event description:
It was reported that during a vats procedure, it was noticed that the trocar was packaged with a 15mm insert, but the trocar inside was a 20mm. There were no adverse consequences reported.

Manufacturer narrative:
Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4), date sent: 8/29/2023. D4: batch # unk. Analysis and manufacturing record evaluation pending.